Event description:
The target vessel was left cirucmflex. The lesion was a de novo and ostial, flexed, slightly calcified and moderately tortuous. There was 75% stenosis. Pre-dilation with a balloon (2.5mm) was conducted and the cypher (3.0/18mm) was being delivered, but the cypher became stuck with the flexion at the ostium of lcx and it would not advance further. Therefore, the cypher was redelivered by parallel wire technique, but the delivery was unsuccessful. Eventually, the procedure was finished successfully with the implant of a taxus (3.0/16mm). There was no patient injury reported. The physician did not indicate any anomalies prior to use. Additional information confirmed that the stent system was unable to be passed the flexion at the ostium of circumflex artery. The system did not become stuck/immovable. The device was received for analysis and after review, based on preliminary analysis, the proximal end of the stent was flared (which has been coded as "other" under f10 device code). This file was redetermined to be reportable based on significant preliminary analysis findings.

Manufacturer narrative:
The product has been received for evaluation and testing; however, it has not been completed as of to date. Any additional information will be submitted within 30 days upon receipt. This device cannot be legally distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stent systems marketed in the us.